Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported line was placed on (B)(6) 2023 and removed on (B)(6) 2023. Split noted at 22cm. The line was 44cm long with 4cm external on insertion. The PICC line had migrated so with re-x-rayed on (B)(6) 2023 and was no longer sitting in the svc. It was then migrated so there was 24cm of line external and the line could be used as a midline. On (B)(6) 2023 the line was flushed and found to be leaking. It was migrated a further 2cm at that time and a split was noted in the line at 22cm and the line appeared bent. The line was then removed. No physical harm came to the patient other than the inconvenience of needing to have a replacement line. The opat team also informed me that prior to the line being migrated the patients antibiotic infusers were not infusing properly and she required top up doses of antibiotics. No other information was provided.

Event description:
It was reported line was placed on (B)(6) 2023 and removed on (B)(6) 2023. Split noted at 22cm. The line was 44cm long with 4cm external on insertion. The PICC line had migrated so with re-x-rayed on (B)(6) 2023 and was no longer sitting in the svc. It was then migrated so there was 24cm of line external and the line could be used as a midline. On (B)(6) 2023 the line was flushed and found to be leaking. It was migrated a further 2cm at that time and a split was noted in the line at 22cm and the line appeared bent. The line was then removed. No physical harm came to the patient other than the inconvenience of needing to have a replacement line. The opat team also informed me that prior to the line being migrated the patients antibiotic infusers were not infusing properly and she required top up doses of antibiotics. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc catheter was returned for evaluation. The returned product sample was evaluated and two splits were observed between the 21 and 22cm marks. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: longitudinal split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.